Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) and lead were removed from service due to a setscrew problem. It was reorted that after an attempt to reposition the atrial pace/sense lead, the setscrew of the ICD could not be tightened down on the lead again. The lead was electively removed because the new ICD did not require an atrial pace/sense lead.